Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found external abrasion proximal to the suture sleeve tie down impression. External abrasion was noted 12.4 cm from the connector pin. The cause of the reported events was isolated to external abrasion exposing the outer coil consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23595. It was reported that the patient presented in clinic. Upon investigation, lead noise was found on both the right atrial (ra) and right ventricular (rv) leads. The noise was replicated with arm movement. The noise resulted in pacing inhibition. The implanting consultant decided to monitor and observe. The noise episodes continued with increasing frequency over the next 12 months. The physician decided to extract the system. Both leads were explanted and replaced on (B)(6) 2020. The patient was stable.